Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she was experiencing symptoms like she did prior to implant and she was not feeling stimulation. The patient reported that she fell in (B)(6) 2016 but she was fine. The patient reported that she had a urinary tract infection on (B)(6) 2016 and saw healthcare provider (hcp) for treatment. The patient reported that she didn't have an appointment until (B)(6) 2017 with hcp. The patient reported that therapy was on program 4 at 5.25v. The patient reported that she changed to program 3 at 4.55v and could feel stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.